Event description:
The service report shows the customer reported that the 840 ventilator sopped cycling. The covidien customer support engineer (cse) verified the malfunction. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to replace the breath delivery unit (bdu) cpu pcb. Covidien was not authorized to service the device.